Manufacturer narrative:
There was no patient involvement. The serial number has not been provided. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated with "water flora" during maintenance. The customer reported that decontamination with water sampling is performed every 15 days. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device manufacture date: november 18, 2016. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova (B)(4) learned that the facility follows the cleaning procedure according to the instructions for use (IFU). The customer also stated that the device was placed outside the operation theater during use and that it is not used anymore except as a backup in case of failure of another device. At this time, the customer has not requested that deep disinfection be performed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.